Event description:
The facility representative reported a flogard infusion pump with failure code 38. It is unknown when this condition occurred. There was no patient involvement, injury, nor medical intervention related to the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site, as the customer facility. The reported condition was confirmed during sample evaluation. The cause of the alarm was determined to be damaged force sensing resistors (fsrs). The fsrs were replaced in order to resolve the issue. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.